Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post system implant a hematoma was noted along with lead extrusion. An infection was suspected and the entire system explanted. The patient was administered antibiotics and another system was implanted. No return of product is expected.